Manufacturer narrative:
The returned autopulse platform (sn: (B)(4)) was serviced for preventative maintenance (pm) on may 20, 2020. During the functional testing, the autopulse platform displayed user advisory (ua) 02 (compression tracking error) error message. The root cause for the observed ua02 was due to a defective load cell module 1. The damage/cracked top cover and defective load cell were likely attributed to user mishandling such as a drop. Upon visual inspection, large cracks and breakages were noted on the top cover, and the load plate cover was observed dented with a hole, which affects the watertight seal. In addition, the bottom enclosure was observed damaged with broken/chipped screw fittings. Also, it was noted that the battery compartment was severely damaged and scratched with broken pieces. The observed physical damages were appeared to be the characteristics of harsh impact due to user mishandling. All the damaged/broken parts will be replaced to remedy the issues. Upon service completion, including the replacement of the defective parts as well as updating the processor distribution board (pdb), the platform will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4)), which is used for demonstrations, was returned for preventive maintenance (pm). During the functional testing, the autopulse platform displayed user advisory (ua) 02 (compression tracking error) error message.